Manufacturer narrative:
The suspect device was not returned to olympus. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was produced when using the olympus, model cv-190, evis exera iii video system center with exera 2 endoscopes. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device was not returned, and reproducibility and failure location could not be confirmed. As to the phenomenon that the ¿endoscopic image does not appear¿ used in combination with the 180 series scope, it was confirmed that the design of the dr board was changed on (B)(6) 2018. It is unknown whether this complaint was caused by a similar cause. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.